Event description:
It was reported that the patient's lumbar ipg site and anchor site was corroding through the skin and draining. Patient underwent wound care treatment but could not get it under control. A team of physicians then decided to explant the lumbar system. On (B)(6) 2024, physicians noticed that the anchors to both the patient's lumbar and cervical systems were in the same midline incision, and it was decided to remove the cervical system as well, since it was thought that the infection moved from the lumbar leads to the cervical ipg. As a result, both the lumbar and cervical systems were completely explanted, and patient was treated with IV antibiotics and liquid washout to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.